Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) had a system error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
This report is being cancelled as it is not a valid complaint. It was created in error. Revert all sections to blank : b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers, h. Device manufacturers only.

Event description:
This report is being cancelled as it is not a valid complaint. It was created in error.